Event description:
It was reported that during a cholecystectomy procedure, the clip malformed. Another device was used to complete the case. There were no adverse consequences to the pt. No device returning.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.